Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling from the top of the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the ok button was appropriately responsive. The up arrow and down arrow buttons demonstrated intermittent unresponsiveness without scrolling and the contrast button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The contrast button contact was noted to be missing and the up and down arrow button contacts were inverted.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were sticking and required multiple presses for a response. The keypad was reportedly peeling and the patient claimed they did not know if the peeling or the tactile issue occurred first. The patient reportedly wore the pump under garment against the body and had a protective skin in place. It was alleged that the pump was not exposed to water and was not cleaned. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.